Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient infusion set detached during use on (B)(6) 2024. The blood glucose level of the patient at the time of event was 300 mg/dl and current blood glucose value was 259 mg/dl. Patient resolved the event with bolus cho zero and pen bolus. No further information available.